Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the reporter. DHR review found no deviations or anomalies relevant to the reported event. Review of complaint history found no additional related issues for this item or the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item: palacos r+g bone cement, item number: 66017772, lot: 81530091; item: vanguard cr ilok fem-rt 67.5, item number: 183010, lot: 786980; item: biomet cc cruciate tray 75mm, item number: 141234, lot: j3642243.

Event description:
It was reported a patient who underwent a knee arthroplasty approximately a year ago has experienced post-operative fixed flexion. Patient underwent a manipulation procedure under anesthesia. No revision has been reported to date.